Manufacturer narrative:
(B)(4). Wiater, j. Michael (2017) "exploring failure of total shoulder arthroplasty systems through implant retrieval, radiographic, and clinical data analyses" journal of shoulder and elbow arthroplasty, volume 1: 1¿10. Zimmer products reported in this article include the zimmer bigliani/flatow shoulder and trabecular metal reverse shoulder systems. Concomitant devices - unknown zimmer humeral head catalog #: ni lot #: ni, unknown zimmer taper catalog #: ni lot #: ni, unknown zimmer glenoid component catalog #: ni lot #: ni. Additional journal authors - moore, drew d., moravek, james e., baker, erin a., salisbury, meagan r., baker, kevin c. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Both legacy biomet and legacy zimmer, along with competitor products, are mentioned in this journal article. It is unclear which complications are tied to what systems. Please see associated reports: 0001822565-2017-04225 / 04388 / 04390 and 0001825034-2017-04256 / 04259 / 04260 / 04261.

Event description:
It was reported in a journal article that ten (10) cases of synovitis were noted based on intraoperative observations noted in the operative report during an unknown shoulder arthroplasty revision. No further information has been provided.